Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. A95863) for female sterilisation. The patient had a medical history of uterine leiomyoma on (B)(6) 2022, menses irregular and ovarian cyst on (B)(6) 2022, parathyroid disorder on (B)(6) 2022, vitamin d deficiency on (B)(6) 2022, vaginal bleeding and cervical cancer on (B)(6) 2022, menorrhagia, multiparous, chronic anemia, nausea and abdominal pain in 2013 and obesity. Previously administered products included: tylenol. Concurrent conditions were listed as dysmenorrhea since (B)(6) 2022 and pelvic pain since (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3337 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic ,salpingectomy laparoscopic (bilateral) cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: reason for exam (xr hysterosalpingogram (hsg)) confirm sterilization status post essure; confirm sterilization status post essure; confirm sterilization status post essure) procedure: hysterosalpingogram clinical history: evaluate essure devices placed on (B)(6) 2013. Findings: scout image: pelvic surgical clips and bilateral essure devices are noted. Endometrial cavity: -filling defect: there is mild diffuse irregularity to the endometrial margin probably secondary to patient's known prior endometrial ablation procedure. Right fallopian tube: essure device is well-positioned. Left fallopian tube: essure device is well-positioned. Impression: successful occlusion of the fallopian tubes bilaterally with essure devices. [Pathology test] on (B)(6) 2022: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes; total hysterectomy with bilateral salpingectomy: uterine leiomyoma, 1.7 cm. Essure coil identified in uterine cavity. Atrophic endometrium. Myometrium with scattered multinucleated giant cells and non-necrotizing granulomas (see comment). No definite fungal or mycobacterial organisms highlighted by gms and afb stains. Cervix with nabothian cysts. Unremarkable bilateral fallopian tubes. No malignancy identified. Comment as histologic special stains show relatively low sensitivity, an infectious etiology should be excluded clinically. In the absence of an identifiable infectious etiology, other differential considerations include sarcoidosis as well as granulomatous reaction to foreign body (such as the essure coil). Correlate clinically. Clinical information diagnosis: dysmenorrhea presence of essure implant contraceptive female pelvic pain per emr: operative findings: globular uterus, normal ovaries, normal tubes gross description: specimen: uterus with attached cervix, attached bilateral fallopian tubes endometrial cavity: 3.0 x 1.3 x 0.8 cm with "essure" identified right fallopian tube: 6.0 cm in length and 0.6 cm in diameter, with fimbriae left fallopian tube: 6.0 cm in length and 0.7 cm in diameter, with fimbriae. [Ultrasound scan] on (B)(6) 2022: us showed likely adenomyosis and small left ovarian cyst us c/w adenomyosis and small complex left ovarian cyst. [Ultrasound scan vagina] on (B)(6) 2022: exam information history: reason: 44 yo with left pelvic pain x 4-5 years. Patient with history of endometrial ablation, essure sterilization in 2012. Was amenorrheic but now with irregular bleeding and spotting. Findings: uterus (non-pregnant patients): appearance of two echogenic linear structures within endometrium left ovary: a complex cyst is visualized in the left ovary measuring 0.7 x 0.8 x 0.5 cm. This cyst demonstrates low level echoes impression: heterogeneous myometrium. Appearance of two linear echogenic structures within endometrium. May be displaced essure implants. Small left ovarian complex cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. A95863) for female sterilisation. The patient had a medical history of uterine leiomyoma on (B)(6) 2022, menses irregular and ovarian cyst on (B)(6) 2022, parathyroid disorder on (B)(6) 2022, vitamin d deficiency on (B)(6) 2022, vaginal bleeding and cervical cancer on (B)(6) 2022, menorrhagia, multiparous, chronic anemia, nausea and abdominal pain in 2013 and obesity. Previously administered products included: tylenol. Concurrent conditions were listed as dysmenorrhea since (B)(6) 2022 and pelvic pain since (B)(6) 2022. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3337 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy total laparoscopic ,salpingectomy laparoscopic (bilateral) cystoscopy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: reason for exam (xr hysterosalpingogram (hsg)) confirm sterilization status post essure; confirm sterilization status post essure; confirm sterilization status post essure) procedure: hysterosalpingogram clinical history: evaluate essure devices placed on (B)(6) 2013. Findings: scout image: pelvic surgical clips and bilateral essure devices are noted. Endometrial cavity: -filling defect: there is mild diffuse irregularity to the endometrial margin probably secondary to patient's known prior endometrial ablation procedure. Right fallopian tube: essure device is well-positioned. Left fallopian tube: essure device is well-positioned. Impression: successful occlusion of the fallopian tubes bilaterally with essure devices. [Pathology test] on (B)(6) 2022: final pathologic diagnosis: uterus, cervix, bilateral fallopian tubes; total hysterectomy with bilateral salpingectomy: uterine leiomyoma, 1.7 cm. Essure coil identified in uterine cavity. Atrophic endometrium. Myometrium with scattered multinucleated giant cells and non-necrotizing granulomas (see comment). No definite fungal or mycobacterial organisms highlighted by gms and afb stains. Cervix with nabothian cysts. Unremarkable bilateral fallopian tubes. No malignancy identified. Comment as histologic special stains show relatively low sensitivity, an infectious etiology should be excluded clinically. In the absence of an identifiable infectious etiology, other differential considerations include sarcoidosis as well as granulomatous reaction to foreign body (such as the essure coil). Correlate clinically. Clinical information diagnosis: dysmenorrhea * presence of essure implant contraceptive female pelvic pain per emr: operative findings: globular uterus, normal ovaries, normal tubes gross description: specimen: uterus with attached cervix, attached bilateral fallopian tubes endometrial cavity: 3.0 x 1.3 x 0.8 cm with "essure" identified right fallopian tube: 6.0 cm in length and 0.6 cm in diameter, with fimbriae left fallopian tube: 6.0 cm in length and 0.7 cm in diameter, with fimbriae. [Ultrasound scan] on (B)(6) 2022: us showed likely adenomyosis and small left ovarian cyst us c/w adenomyosis and small complex left ovarian cyst. [Ultrasound scan vagina] on (B)(6) 2022: exam information history: reason: 44 yo with left pelvic pain x 4-5 years. Patient with history of endometrial ablation, essure sterilization in 2012. Was amenorrheic but now with irregular bleeding and spotting. Findings: uterus (non-pregnant patients): appearance of two echogenic linear structures within endometrium left ovary: a complex cyst is visualized in the left ovary measuring 0.7 x 0.8 x 0.5 cm. This cyst demonstrates low level echoes impression: * heterogeneous myometrium. * appearance of two linear echogenic structures within endometrium. May be displaced essure implants. * small left ovarian complex cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.